Event description:
During preventative maintenance of the device, the user reported the v2 valve was noisy. No other details regarding the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.